Manufacturer narrative:
The pump was returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Evaluation revealed that the ok button and down arrow button intermittently activated pump functions when pressed. Multiple button presses were required to engage the buttons. None of the buttons click or spring back normally. Contamination was found under all button contacts. The contact on the ok button was inverted.

Event description:
The patient and her mother reported that the keypad buttons poorly activate pump functions when pressed. The ok and down arrow buttons reportedly require more force and multiple presses to achieve a pump response. The patient reportedly does not clean the pump. There was no evidence of misuse of the product.